Event description:
It was reported that the dependent patient experienced a few dizzy spells leading up to their in clinic follow-up. Upon review, the right ventricular lead exhibited ventricular oversensing due to noise resulting in pacing inhibition. The noise was not reproducible in clinic. The lead parameters were within normal range. Programming changes were made. The patient will continue to be monitored.